Event description:
It was reported the programmer had no telemetry with the programmer rf (radio-frequency) head. A new rf head was tried, with the same results. It was further noted that there were also previous issues with intermittent telemetry, requiring disconnecting and reconnecting the programmer rf head from the programmer to get it to work. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the programmer had no telemetry due to the radiofrequency (rf) head connector of the link electronic module (lem) circuit board being loose, as a result the lem board was replaced and calibrated. It was also noted that the system fan and hard drive were noisy, these parts were also replaced.